Event description:
It was reported that the door hinge was broken. The customer returned the product for the broken door hinge, and during physical inspection it was found that the downstream occlusion (dso) seal was damaged. There was unknown patient involvement, and unknown signs and symptoms.

Manufacturer narrative:
H3, h6: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. After investigation the results indicated a reportable malfunction due to the damaged dso seal found during occlusion and functional testing. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.